Manufacturer narrative:
The investigation was completed on 30-jun-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, the patients heart rate rose and then it was observed by intra-cardia ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which 120 cc's was removed from the pericardial space. The patient was stable and transferred to the critical care unit (ccu) for observation. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was draining of effusion. Outcome of the adverse event was fully recovered (no residual effects). Transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was recommended setting. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was 25% at 3g. No additional filter used with the visitag.